Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, lot# va0dhks008, product type: lead. Device evaluation: analysis of the lead found no anomaly.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that impedance testing performed after the lead was placed in the patient¿s epidural space during an implant procedure ¿showed a short in the lead.¿ it was noted that ¿electrodes 1 and 2 were showing <(><<)>50¿ ohms. The lead was adjusted and the connections were checked,however when impedances were tested again the low impedance had not improved. The lead was replaced at that time as a result of the issue and was not implanted. The ¿low impedance did resolve when the lead was replaced.¿ there were ¿no¿ patient symptoms or complications associated with this event¿ as the patient was ¿not effected by this.¿ the patient was alive with no injury at the time of report. It was noted that as of (B)(6) 2013 the rep involved with the event was ¿unaware of any therapeutic issues,¿ in part because the clinic involved with the patient and event did not activate their stimulators until a post-operative appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.